Manufacturer narrative:
During follow up with the customer, the customer indicated that they were doing okay, and were scheduled to meet with their healthcare provider to adjust settings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels (350mg/dl), after changing pump settings from 500units to 100units of insulin (per recommendation from their healthcare provider). Elevated bgs were treated by administering a bolus using the pump. System check was performed by tandem technical support, and the pump performed as intended. Tandem technical support discuss factors that could cause elevated bgs with the customer. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs